Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, the nurse tried to pull out the product, holding the needle with a pair of forceps, then the needle became detached. There was no patient harm.